Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Isometrics were performed and confirmed the lead noise. The lead will continue to be monitored. No adverse patient consequences were reported.

Event description:
New information received notes the patient was seen on (B)(6) 2024 and that the physician has elected to continue monitoring the lead. The patient was asymptomatic.